Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non sustained right ventricular oversensing due to post paced t wave oversensing were observed. No programming changes were made at the time due to patients potassium level. The patient was asymptomatic the whole time.

Event description:
New information received states that the patient presented in the emergency room (ER) for an unknown reason when post paced t wave oversensing continued to be seen. The patient was noted to have a low heart rate at the time of the check in the ER. The device was reprogrammed. The patient was well immediately after the changes were made.